Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a few minutes after the surgeon connected the driveline to the system controller, a "driveline fault" alarm was activated. The vad coordinator was unable to clear the alarm by pressing "clear driveline fault alarm", because this option was not displayed on the alarms screen of the system monitor. The system controller was exchanged at the end of the case. The alarm did not reoccur on the new system controller.

Manufacturer narrative:
The report of driveline fault alarms can be confirmed based on the submitted log file; however, specific causes for the alarms and a correlation to the lvad cannot be conclusively determined. The patient's system controller was exchanged and returned to the manufacturer for evaluation. A log file was retrieved from the returned system controller, (B)(4), which contained 38 entries of events, which captured the reported driveline fault alarms; however, a specific cause for the alarms cannot be determined as the pump appeared to operate normally throughout the log file. The returned system controller was operated for extended period of time while connected to a mock circulatory loop and the driveline fault alarm was not reproduced. Following the system controller exchange, the patient has not had any further alarms. The patient remained ongoing on lvad support until they were transplanted on (B)(6) 2014; however, the pump (B)(4) is not available for evaluation. The heartmate ii IFU section regarding "alarms and troubleshooting" explains all alarms, including a driveline fault alarm, and the proper actions to take if the alarms cannot be resolved. A review of the device history records revealed that the system controller and lvad met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.